Event description:
It was reported that the customer experienced a low blood glucose (bg) level of approximately 55 mg/dl. Reportedly, customer required assistance to treat bg level via being awoken. No additional information was provided regarding treatment. The customer was instructed to consult with healthcare provider regarding bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.